Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd q-syte ext component damaged and leaked when the nurse in charge was replacing the cannula patch for in bed a05, she found that the rubber ring of the closed infusion connector had completely collapsed, causing fluid leakage and rendering it unusable. She immediately removed it, replaced the infusion connector, and reported the adverse event.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 2 photos submitted for evaluation. The reported issue of component damage - leak was confirmed upon inspection of the samples. Analysis of the sample showed that in one photo it is observed the septum appears to be caved in and there is what appears to be residue of adhesive where the septum used to be. Bd was not able to determine the cause of the failure from the evaluation of the photos. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.